Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that he " had to undergo an operation since a wire in my pacemaker broke off". The patient is inquiring about reimbursement. The right ventricular lead had decreasing impedance and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.